Event description:
It was reported that during patient treatment, the ventilator stopped ventilating and generated errors indicating disables valves, expiratory channel failure and communication error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator stopped ventilating and generated errors indicating disables valves, expiratory channel failure and communication error. Our field service engineer replaced the control and expiratory channel printed circuit boards (pcb) according to recommendations in the service manual and reinstalled software. After repair, the ventilator passed functional tests. The evaluation of the device logs confirms that the reported technical errors and a stop of ventilation occurred on the date of event(B)(6)2020 . Ventilation was started 5 days before the event and a pre-use check passed 9 days before. No further issues have been reported. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer ref.#: 329292.